Event description:
It was reported that about half way through, the jaws of the stapler would not close all the way, part of the staple line didn't look like it had staples in it. A new stapler was open to complete the procedure and the surgeon went back over the stapler line with the new stapler to secure it. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # 859a07. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.